Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced postoperative left-sided grade iii capsular contracture and right-sided anisomastia and off-label use. The diagnosis of the capsular contracture was confirmed by a healthcare professional on (B)(6) 2021. The patient was treated with singulair. However, the treatment did not improve the patient¿s symptoms. As a result, the patient underwent removal and replacement with a 350cc mentor memorygel breast implant (left catalog #: 3503501bc, left serial #: (B)(4)) on (B)(6) 2021. During the revision surgery, the right-sided device was removed and implanted back in the patient¿s right breast. Breast implants are intended for single use only. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Furthermore, the integrity of the device cannot be guaranteed due to the risk of damage to the device. Sterility, safety, and efficacy cannot be assured for damaged devices. This report is for the right-sided prosthesis.